Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise, oversensing and pacing inhibition that lead to this pacer dependent patient being dizzy and syncopal. The noise was reproducible with pocket manipulation and deep breathing. The lead was reprogrammed to unipolar, which seemed help the issues. However, when the patient was rechecked the next day, the noise and oversensing continued with pocket manipulation. Therefore, a temporary pacemaker was placed and the patient underwent a lead revision. At the time of the procedure, the rv lead was disconnected from the pulse generator and tested using a pacing system analyzer (psa). With the psa, the lead impedance was >4000 ohms, there was no sensing and only intermittent capture at high outputs. The physician surgically abandoned this rv lead and implanted a new lead; the same pulse generator was used as there was still greater than five years longevity remaining. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.